Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had critical pump error, beep anomaly and a pump error. The customer¿s blood glucose level was 9.5 mmol/l. The customer stated that they had received critical pump error alarm and pump with red x and a book on the pump screen. The customer reported that they received a critical pump error image on the pump screen. It was reported that they had received a broken force sensor was detected during seating or regular delivery before critical pump error. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The customer was advised that the pump needs to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Critical pump error after battery installation. Constant critical pump error alarm . Problem isolated to force sensor. Unable to confirm a broken force sensor was detected during seating or regular delivery due to critical pump error alarm.